Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 21013104.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and was experiencing discomfort at the ipg site. It was also stated that the patients spinal cord stimulator (scs) lead had high impedances. The patient underwent a procedure wherein the ipg and scs lead were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the reported event was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg. Therefore, this allegation is assigned a probable cause of failure to follow instructions. The ipg displayed typical characteristics. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-2408-74 (sn: (B)(6)): the returned lead was analyzed and x-ray inspection revealed that electrode 1 of the distal end has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead. Bending the distal end could cause cable fractures in the connector section of the lead. No cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of high impedance has been confirmed. The investigation confirmed that the cause of the fractured cable is due to excessive tensile force including bending of the lead body. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and was experiencing discomfort at the ipg site. It was also stated that the patients spinal cord stimulator (scs) lead had high impedances. The patient underwent a procedure wherein the ipg and scs lead were replaced. The patient was doing well postoperatively.